Manufacturer narrative:
The events of migration and malposition are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration and malposition.

Event description:
Healthcare professional reported via nbir "device migration/ implant malposition". This record is for the left side. Device was explanted and replaced, it is unknown if will returned.